Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected an arrhythmia, where the patient received anti-tachy pacing and six shocks for atrial fibrillation (af) with a rapid ventricular rate (rvr). Boston scientific technical services confirmed that therapy was exhausted. A local area sales representative reported that the device was reprogrammed and the patient received an increase in medication. To date, no adverse patient effects were reported as a result of this clinical observation.